Event description:
It was reported that after pre-dilating the lesion with a 2.5x12 trek balloon dilatation catheter, a 2.75x38 xience xpedition rx stent delivery system (sds) was introduced via femoral access and advanced toward a moderately calcified lesion in the moderately tortuous circumflex (cx) coronary artery, but failed to cross the lesion due to patient anatomy. While withdrawing the xpedition sds without resistance felt, the shaft separated after exiting the rotating hemostatic valve (rhv). The distal portion of the separated shaft was simply withdrawn from the patient anatomy without resistance and without issue. A 2.75x30 non-abbott sds was used to complete the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.